Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in two inappropriate shocks. In addition, the shock impedances were out-of-range, measuring greater than 200 ohms. It was noted the patient had experienced a syncopal episode this past february. Subsequently, a revision procedure was performed. The ICD was explanted and replaced, and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.